Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency"), endometriosis ("endometriosis"), mastitis ("granulomus mastitis"), abdominal tenderness ("abdominal tenderness"), night sweats ("night sweats") and rash ("rashes"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the allergy to metals, vitamin d deficiency, endometriosis and mastitis outcome was unknown and the abdominal tenderness, night sweats and rash had resolved. The reporter considered abdominal tenderness, allergy to metals, endometriosis, mastitis, night sweats, rash and vitamin d deficiency to be related to essure. Concerning the injury involved in this case, the following one was described via social media: nickel allergy, endometriosis, mastitis, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received :new event "abdominal tenderness, night sweats, rashes" and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency"), endometriosis ("endometriosis") and mastitis ("granulomus mastitis"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the allergy to metals, vitamin d deficiency, endometriosis and mastitis outcome was unknown. The reporter considered allergy to metals, endometriosis, mastitis and vitamin d deficiency to be related to essure. Concerning the injury involved in this case, the following one was described via social media: nickel allergy, endometriosis, mastitis, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: case became incident. New events - vitamin d deficiency, endometriosis, granulomus mastitis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.